Manufacturer narrative:
Date of event is unknown. H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found that the flippers were uneven, but no other signs of physical damage. A review of the event history log found a "syringe plunger not in place" message. During the functional testing, the "syringe plunger not in place" message occurred with the 3ml syringe. The cause of the issue was found to be that the timing plates were assembled incorrectly by the customer and the issue was not noticed during the previous manufacturer repair. The timing plates were then correctly reassembled. A service history review identified an indication that the complaint was related to a service of the device within the review period. The previous service of the device was related to the customer reported issue of a time base error. The previous repair summary included that the preventive maintenance was performed which includes the syringe recognition check. The reported problem was not found within the previous repair, and the service history review revealed no issue with the repair or previous service performed which could be attributed to the source of the problem for the current complaint., corrected data: h6. Health effect codes: corrected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available."

Event description:
It was reported the pump is not recognizing monoject 3ml syringes. Recalibrated twice and checked analog and digital sensors and they appear to be functioning, but it still does not work appropriately. No patient injury reported.